Manufacturer narrative:
Pod data indicated the pod operated and delivered insulin as intended during operation. Damage was observed on the exposed portion of the soft cannula. Insulin was observed to exit the fluid path at this damage. It could not be determined when or how this damage occurred. This damage cannot be confirmed as the cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 326 mg/dl while wearing the pod worn less than an hour. As treatment the patient removed the pod.